Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-02307. The pt received her scs system on (B)(6) 2008. It was reported that the pt could no longer increase the ipg stimulation. Both the ipg and the lead were explanted and replaced on (B)(6) 2009. Follow up on the pt found no further issues reported. The explanted products were not returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.